Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was in a rehabilitation facility after having pancreatitis and gall stone surgery (unrelated to this event). The patient was receiving ¿high readings¿ on the cgm but unable to provide an exact value. No bg comparison value was done at this time. The patient self-treated with insulin via his tandem insulin pump. The patient had no symptoms at this time and then fell asleep for the night. It was also noted the patient was taking 1000mg tylenol before bedtime for pain relief, and an additional 1000mg every 6 hours as needed. Later that evening, a nurse from the rehabilitation facility found the patient unconscious. The nurse checked the patient¿s bg via fingerstick which was 33 mg/dl, the patient¿s cgm was reading ¿more than 200¿. The nurse treated the patient with glucagon and called for an ambulance. The patient was transported to the hospital. At the hospital, the patient was treated with an unspecified IV. He was discharged after 1.5 days. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.